Event description:
About to connect the filter tubing to my secondary line, when I noticed that part of the tubing was not attached to the filter. It came broken in the package. The filter was not used in the medication administration. No harm to rn or patient. I got another filter line that was not defective or broken.